Manufacturer narrative:
Evaluation: results - complaint was confirmed. The returned leads revealed compression marks and kinks with all the wires broken. The cam mark (compression mark) on the leads from the swift-lock when aligned to the swift-lock anchor showed that the kink and broken wires on the leads were at the distal (male) end of the anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010, including two surgical leads (from the same lot number). It was reported, the patient had lost stimulation and she elected for an explant. An x-ray was performed, and it was determined the lead had migrated. It was reported, the patient had fallen in the past. The patient was explanted on (B)(6) 2011. No further complications were reported.